Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery connector being damaged, causing bent dividers and not fitting securely into the monitor. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.